Manufacturer narrative:
The manufacturer previously reported the date of event for this issue in b3 as (B)(6)2020. The correct date of event is (B)(6)2020. The original date received by the manufacturer in g3 was reported as(B)(6)2020. The correct received date is (B)(6)2020.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was found to be faulty. The device was scrapped per manufacturer's protocol. No repairs were made to the device.